Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they turned the device up to get more relief and this led to the tingling and cramping. Turning up the device to get more relief "did not work." However, with changing programs, the patient's got it all lined out." The tingling and cramping had been resolved.

Manufacturer narrative:
(B)(4).

Event description:
The patient was experiencing uncomfortable stimulation/overstimulation. Last night (B)(6) 2015 she felt tingling in the right leg and her right foot was cramping. Patient services talked about turning stim down when she is in a lying down position to see if that relieves stim. Confirm ins (implantable neurostimulator ) status with patient programmer. The therapy was on. The reported issue was related to positional movements. The patient was not feeling the tingling / cramping in her right foot while up and walking around. The patient only felt it while laying down last night. Consider decreasing amplitude. This eliminated the uncomfortable stimulation. The patient was going to try to lay down and see if she could recreate the sensation and then turn stim down as needed. Location of symptoms reported: right leg and right foot . This was considered a sudden change in therapy/symptoms. Indications for use were noted as: fecal incontinence and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.